Manufacturer narrative:
(B)(4). Attempts to obtain patient information was unsuccessful. Attempts to obtain the patient information were made in person. No tests/laboratory data was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during operation check prior to insertion in the artery the image disappeared. The catheter was reconnected to the pim but the problem was not solved. The manufacturer's rep visited the customer and requested additional patient and procedural information. The customer was not able to provide any additional information regarding the procedure. Per the information initially provided by the customer, the event occurred prior to insertion into the body. Visual and microscopic inspection and functional testing were performed on the returned device. The adhesive at both the distal fillet and proximal fillet were lifted and the edges were not smooth. The reported lost image failure was not duplicated but device analysis determined the probable cause of the reported lost failure is an electrical issue at the scanner body. Strain, impact, and forces associated with use can affect the integrity of the device. However, it was not possible to determine when and how the failure occurred. On 09-22-2017 further investigation was performed by two of the manufacturer's manufacturing engineers to investigate if all pieces of the adhesive at the distal and proximal fillets were intact. Striations were observed along the distal and proximal fillets and sanguineous residue was present inside the inner member of the distal shaft; all indicating that the device entered the patient. Based on the investigation it is possible a piece of adhesive could have been detached pre-shipment back to the manufacturer. The instructions for use (IFU) warns this product should be carefully used in the body while at all times confirming the movement and position of the product's tip with high resolution x-ray fluoroscopy. Use should be halted immediately when resistance is felt or any abnormalities are observed in the movement or location of the tip, and the cause should be confirmed using high resolution x-ray fluoroscopy. [Continued use of the product in this condition may result in injury to blood vessels or breakage of the product.] The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This is event is being reported in an abundance of caution because the customer could not determine conclusively the device did not enter the patient; and it was determined it is possible a piece of adhesive could have been detached, but could not be conclusively determined when such a detachment may have taken place.